Manufacturer narrative:
H10: internal complaint reference number: (B)(4).. H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a shoulder arthroscopy, the spider 2 tenet began making a humming noise that persisted, and eventually the spider turned off in the middle of the case and had a sudden loss of position. The spider had turned off and would not turn back on, even after batteries were replaced. The procedure was completed with the same device. There was a surgical delay of less than 30 minutes and no further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H11: h3, h6: the reported device was received for evaluation. A visual inspection did not identify any issue. Functional testing was performed using a reference battery. The led indicator illuminated when the rocker switch was toggled to the on position but the unit would not pressurize. The enclosures were opened and all wiring is secure. No components showed evidence of damage. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was determined to be an electrical component failure of the control board. Based on the available information, the need for corrective or preventive actions is not indicated.